Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. Visual inspection upon receipt found that the urethane outer layer had been peeled off the core wire on approximately 1130 - 1148mm (approximately 18mm in length) from the distal end of the device, where the core wire was noted to be exposed. Magnifying inspection of the urethane outer layer-peeled segment revealed that the ends urethane outer was peeled. The peeled portion of the urethane outer layer has been rolled back over the wire in the proximal direction. The rolled portion was found to be approximately 18mm, which was equivalent to the length of the exposed portion of the core wire. The actual sample was measured for the total length and it was determined there is no missing portion on the actual sample. Functional testing was conducted: a torque device was attached tightly to the proximal segment of the test sample. With the distal segment fixed with the fingers and the torque device held with the other hand, the test sample was pulled in the proximal direction. Excessive frictional force was generated on the test sample, by which the urethane outer layer was ripped and finally rolled back over the wire in the proximal direction. The state of the damage similar to that of the actual sample was duplicated. There is no indication that this event was related to a device defect or malfunction and the exact cause cannot be definitively determined. Based on the investigation results it is likely that the actual sample was exposed to excessive frictional force in the proximal direction generated due to the use of a metal device, such as a metal torque device, resulting in rolling back or the peeled urethane outer layer over the wire in the proximal direction. From the available information, however, the definitive cause of this complaint cannot be determined. The IFU of this product does have the statement in the warnings section. "If any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determined the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel."

Manufacturer narrative:
The actual device has been returned to the manufacturer facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record and the shipping inspection record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination.

Event description:
The user facility reported that during a case, the coating around the wire separated. The patient is stable. The procedure outcome was reported to be successful angiogram procedure. Successfully completed using new 260 stiff glide wire was opened. Additional information was received on october 30, 2017. It was reported that no coating was left in the patient.